Manufacturer narrative:
The device was returned for evaluation. Analysis found the alleged complaint could not be duplicated and no out of specification conditions were found that directly related to the reported event... The unit did not run hot and temperatures were as follows: nose-90, middle-90 and rear-89. The device was repaired, tested to specifications and returned to the customer.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). In response to medtronic's request for device return, no devices were received for evaluation. The device was not returned and therefore, no evaluation could be performed. The following codes were not available in medtronic's gch system: method: actual device not evaluated. (B)(4).

Event description:
It was reported that the m4 microdebrider handpiece got hot while used with a 3.5mm straight bur. The irrigation tubing became wrapped around the handpiece as it began vibrating. The (B)(6) male patient sustained a minor rug burn on the nostril. The injury was described as being only "minor" in nature with no report of significant intervention or treatment required, therefore, making it non-serious and considered temporary. Nothing has been returned to medtronic for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.